Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon string broke upon removal. She was able to remove the tampon pledget from her vaginal cavity using the remainder of the string that was attached to the pledget. She did not experience any adverse health effects and did not seek medical attention.